Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, patient alleges pain, inflammation, and elevated metal ion levels. No revision procedure has been performed to date. This report is based on allegations set forth in patient's complaint, and the allegations therein are currently unverified.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported patient allegations of elevated cocr levels and pain. Additional information received in patient medical records indicate that a revision procedure was performed on (B)(6) 2013 due to pain and elevated metal ions. The modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Additional information received in patient medical records indicate that a revision procedure was performed on (B)(6) 2013 due to pain and elevated metal ions. The modular head and taper adapter were removed and replaced.

Manufacturer narrative:
Date of event - no revision procedure. Explanted date - device remains implanted. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions." Number six states, "inadequate range of motion due to improper selection or positioning of components." Number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2012-00414 / 00417). This report is based on allegations set forth in patient's complaint, and the allegations therein are currently unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.